Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). This is a split case with warsaw (B)(4).

Event description:
It is reported that a revision surgery was performed due to proximal femoral fracture two weeks after implantation of a biolox delta head, 12/14, 32 x -3.5 and a hip stem.